Event description:
It was reported that during a tonsillectomy the physician was using an unk arthrowand, intra-operative the device began smoking. The device was removed from the surgical field and no pt complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).